Manufacturer narrative:
When the device has been removed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed end of life (eol) status. A replacement procedure will be performed in the near future. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported.

Event description:
This device was removed, replaced and returned for analysis.